Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "with the bd sars-cov2 test (445003-01), there have been more and more weakly positive or borderline results for 2-3 weeks."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 (ref 44500301) lot 1074032 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 indicated that lot 1074032 was manufactured according to specifications and met performance requirements. The customer reported an increase of bordeline positive n1 or n2 results when using the bd sars-cov-2 reagents for bd max¿ system kit, which were not reproduced when repeated. Customer provided three run files (runs (B)(4)) from instrument ct1212 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd max sars-cov-2 instruction for use. Manual pcr curve adjudication was conducted. Analysis of the data received, showed that three out of the four samples for which the customer was complaining ((B)(6)) gave late n1 positive result (CT around 32) and no positive result for the n2 target, with no or very low amplification of the n2 target. The remaining (sample run (B)(6)), which was a repeat of sample from run (B)(6), gave a late positive result for both n1 and n2 targets (CT of 34.7 and 35.7). Such discrepant result upon repeat could be obtained with low positive samples. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Based on the data and information provided, specimens at or near the limit of detection (lod) of the assay or environmental or cross contamination introduced during the sample preparation at the customer¿s site are the most likely causes to explain the customer¿s positive results. However, bd was unable to confirm the exact cause of the customer¿s positive results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is an extremely conservative assessment of the data. No product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 lot 1074032. The root cause was not identified but positives samples at the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site are suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "with the bd sars-cov2 test (445003-01), there have been more and more weakly positive or borderline results for 2-3 weeks."